Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had a touchscreen issue, sensitivity goes out of synchronisation even after re-calibration. There was no reported patient involvement, therefore no health consequences or impact.